Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system for treatment of an abdominal aortic aneurysm. On (B)(6) 2020, tests revealed a type I endoleak with neck dilation. The physician is deciding on type and timing for possible intervention. Further information stated that this was a proximal endoleak. The device appeared apposed at the level of the renals, but some dye was seen entering the aneurysmal sac.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. H10/11: narrative/corrected data - images were returned for evaluation. The imaging evaluation stated: one time point is available for evaluation - post implant cta, (B)(6) 2018. There are no non-contrast or delayed images available for review. No contrast can be confirmed outside the implanted device within the proximal 18mm range. The diameters in the proximal neck appear to be 21-24.9mm there appears to be contrast of unknown origin within the proximal aneurismal sac. There appears to be patent lumbar arteries at the level of the proximal neck/proximal aneurism sac.

Manufacturer narrative:
Initial reporter name and address- updated physician address.